Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-7300sr sabre produced debridement of tissue in the patient while being used. Shavings were left in the joint. This was discovered during a wrist scope procedure.

Manufacturer narrative:
The complaint is not confirmed based on the photo that the customer provided, which displays the sabre, no abrasion marks on the device were shown. However, without the return of the device for physical evaluation, the most likely cause of this failure is attributed to user error due to excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.